Manufacturer narrative:
Date of event: on unreported date in the middle of (B)(6) 2020, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for treatment. The specific treatment was unknown. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was withdrawn. No additional information is available as the reporter declined follow up.